Manufacturer narrative:
Concomitant: patient medications include; norvasc, lipitor, hydrochlorothiazide and toprol-xl. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxc121200/14262814. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Pre-operative imaging showed the length from the lowest renal artery to the origin of the left hypogastric artery to be 15 cm. It was reported a 16 cm trunk-ipsilateral leg component was selected for use with the intention of pushing the device more proximally during deployment. It was reported that after the trunk was advanced into position and deployment of the proximal end was initiated, imaging showed that the trunk would land 10 mm too long in the left common iliac artery. Forward pressure was reportedly placed on the trunk to push the device proximally during deployment. However, the device reportedly deployed without moving and unintentionally covered the left hypogastric artery. Pre-operative imaging showed the length from the aortic bifurcation to the origin of the right hypogastric was 11 cm. Reportedly, the physician elected to implant a 12 cm contralateral leg component and push the device more proximally during deployment. It was reported that an attempt was made to push the device proximally using a balloon. Reportedly the device would not move due to the patient's reported circumferential ring of heavy calcium at the aortic bifurcation. Final angiography showed complete exclusion of the aneurysm however both hypogastric arteries had been unintentionally covered. The physician elected to conclude the procedure as final imaging showed the celiac and superior mesenteric arteries to be widely patent and the physician believed that these arteries would supply adequate perfusion and prevent claudication to the distal extremities. Later that same day, the patient complained of right leg pain. Post-operative ultrasound showed the right contralateral leg component had become kinked and fully occluded at the level of the aortic bifurcation. The patient was brought back to the operating room and an additional procedure was performed to treat the occlusion. An atrium balloon expandable stent was placed into the area of occlusion resulting in the successful revascularization of the right extremity. Additionally, it was reported that the patient has not experienced any complications from the unintentional coverage of the bilateral hypogastric arteries. Images were requested but reportedly are not available for evaluation.